Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation of the combination wrench showed, that the visible marks on the surface are just partly consisting of rust. Organic residues like dried blood are also visible. No obvious product defect was detected.

Event description:
It was reported that there was rust on the combination wrench. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Date received by manufacturer reported incorrectly in initial mw; date is: (B)(4) 2011. Placeholder.